Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Through visual inspection of the photos and reported device, the tip of the protector spike is observed to be damaged and missing, verifying the reported incident. A device history review was performed for the reported lot 2204113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Five retained samples of the same lot were used for additional evaluation. No damage to the protector spikes was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage likely occurred during the assembly process when the piece moved between machines.

Event description:
It was reported that an unspecified number of bd phaseal¿ protectors (p55) from 12 cases of product had issues with broken/damaged spikes. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is as follows: broken air vent needles of p55 (lot#2204113) were found in 3 cases when the package was opened. Products with scratches like claw marks on the air vent needles were found in 9 cases. A total of 12 defects were observed and the hcp discontinued its use."

Event description:
It was reported that an unspecified number of bd phaseal¿ protectors (p55) from 12 cases of product had issues with broken/damaged spikes. The following information was provided by the initial reporter, translated from japanese: "the customer's\ report is as follows: broken air vent needles of p55 (lot#2204113) were found in 3 cases when the package was opened. Products with scratches like claw marks on the air vent needles were found in 9 cases. A total of 12 defects were observed and the hcp discontinued its use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.